Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the energy select pcb assembly. After replacing the energy select pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the defibrillator would not charge properly. There was no report of pt use associated with the reported event.